Event description:
The cardiologist attempted arteriotomy closure with a techstar xi 5 fr pvs device. The needles did not present on deployment. The pt was sent for surgical removal of the device. Attempts at obtaining further info from the facility were unsuccessful. The returned device was returned by the MFR for evaluation. Review of mfg records for the device lot revealed no relevant deviations. Evaluation of the subject device indicated that the root cause of the occurence was user error.